Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned as it remains implanted. The delivery system was not returned for evaluation. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that during a procedure to implant a vena cava filter, as the doctor was deploying the filter, one of the feet must have been attached to the sheath because as the doctor was removing the sheath, the filter moved with it. The doctor was able to completely deploy the filter, but it was placed in one of the iliacs and was not the optimal position. A second filter was implanted above that one without any difficulty. No injury to the patient.